Event description:
Surgeon was performing robotic surgery. The surgeon noticed the monopolar scissor was not working correctly. The nurse changed out the scissor and the monopolar cord. The scissor still would not work appropriately. The nurse then looked at the megadyne neutral electrode pad on the patient's thigh. She saw that the thigh had a burn on it along with the pad. She removed it immediately. The machine never gave a visual or audible alert. The machine was lit up with all green lights like the pad was attached and working appropriately. Manufacturer response for electrosurgical, cutting coagulation accessories, megadyne (per site reporter). They will come pick up the pad on wednesday. Manufacturer response for electrosurgical, cutting coagulation accessories, erbe (per site reporter). We called intuitive which is who we received the equipment from. They are supposed to come tomorrow to evaluate the machine.